Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported after using bd prepstain slide processor, the serial number on the instrument was a duplicate to another instrument in the service system. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Correction description: after further evaluation of the complaint, it has been determined that the previously submitted report 1119779-2026-00344 was sent in error. Additional information was provided by the field service engineer, who stated that there were no new product issues. This event was previously reported via MFR# 1119779-2025-01740.

Event description:
Cancellation, see h11 for description.